Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm was found in the formatted history file due to broken trace at pin 6, keypad assembly. Pump error 53 alarm was found in the formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm reoccurred. The customer's blood glucose level was 5.1 mmol/l. Customer also reported that the insulin pump had software error detected alarm. Customer was able to successfully clear the alarm. Customer received a request to rewind insulin pump. Customer was able to complete rewind. Customer stated that they performed self test and the test was failed. Troubleshooting was performed. The insulin pump will be returned for analysis.